Event description:
On (B)(6) 2009 the patient reported he has received e10's (cartridge error) during his 3 previous insulin cartridge changes for his infusion device. He stated his device piston rod will retract 95% of the way and then make a "grinding" noise and the piston rod will hesitate before moving again and displaying an e10. He stated his device has not been dropped or exposed to water. During troubleshooting, the patient stated he does not attach the adapter and tubing to the cartridge prior to inserting the cartridge. He was advised to do so. He said he has not noticed any condensation in the cartridge chamber. The patient stated he switched to his backup infusion device yesterday. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.